Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by a sales representative (sr) that a physician was unable to interrogate a device due to the rf (radio-frequency)head "not working." The rf head will be returned for repair. No patient complications were reported as a result of this event.